Event description:
Distributor reported a malfunction alarm with reference number 16-0x20e6 upon starting the pump, which prevented access to the device. There was no reported impact to the customer¿s blood glucose level. Pump was set to be returned, and a replacement pump with serial number 1403737 was issued.